Event description:
The following event was received from a voluntary medwatch report: during a lead extraction procedure to remove 3 leads: a right atrial (ra), a right ventricular (rv), and a right ventricular (rv) implantable cardioverter-defibrillator (ICD) lead, a perforation of the inferior vena cava (ivc) occurred which required a thoracotomy to stabilize the patient. Per report, using non-abbott devices (14f and 16f glidelight laser sheaths by philips), non-abbott devices (11f evolution controlled-rotation dilator short sheath and 13f evolution controlled-rotation dilator short sheath by cook medical), and non-abbott device (byrd 13f outer sheath by cook medical), the ra and rv leads were successfully extracted. However, extraction of the ICD lead was unsuccessful. Snaring and forceps were used from a femoral approach to attempt lead removal. While attempting extraction of the rv ICD lead using the byrd outer sheath, it appeared that snowplowing of the lead had occurred (lead insulation bunching up on itself) in the superior vena cava (svc) region, and the rv ICD lead broke. The lld was removed in its entirety, and the proximal portion of the lead was removed as well. An agilis steerable introducer sheath, a non-abbott device (needle's eye snare by cook medical), non-abbott device (en snare endovascular snare system by merit medical), forceps by an unknown manufacturer were used from a femoral approach to aid in extraction of the distal portion. After grasping the lead remnant with the non-abbott device (en snare by merit medical), the remnant broke a second time. Securing the remaining lead distal portion with forceps and the sheath, a non-abbott device (16f glidelight laser sheath by philips) was used from the pocket to free the adhesion present on the lead svc coil; however, the patient began bleeding. Rescue efforts began, including thoracotomy. A perforation of the inferior vena cava (ivc) was discovered and repaired. A portion of the rv ICD lead remained in the patient, and the patient survived. Although multiple devices were in use, no (B)(6) devices were being used in the ivc (the location of injury). Although multiple devices were in use, no (B)(6) devices were being used in the ivc (the location of injury).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information(d4) and 510k(g3) are not available.